Event description:
I am a (B)(6) male who has been wearing contact lenses successfully since around 1976, so that's 40 years of uninterrupted contact lens use. About eight or ten years ago, I began wearing silicone hydrogel lenses made by bausch & lomb, first in a monovision fitting, and then later with b&l purevision multi-focal (balafilcona) lenses after I developed presbyopia. My eye care professional at the time recommended that I switch to using alcon clear care solution for cleaning my lenses, which I did, and I found it to be a great product, providing good cleaning and comfortable wearing. I have used clear care ever since. Recently, I had to purchase some more clear care product, and the only product in my local drug store available in the twin-pack was alcon's newer formula of clear care with new hydraglyde additive. I didn't think much about it at the time, since I had been successfully using clear care for years, and thought this must be just a periodic product improvement from your company. After using the new product for the first time, I immediately noticed a difference. It seemed as though my lenses were suddenly cloudy or hazy, I was unable to focus effectively, and the lenses were very uncomfortable. I replace my lenses every 30 days without fail, and always follow proper procedures with regard to hand washing and the use of the cleaning solution. At first I was completely unable to explain this phenomena. I thought at first that perhaps I had inadvertently contaminated my lenses somehow, despite how careful I am with lens hygiene. After the problem did not resolve after a couple of days. I replaced my lenses with a fresh pair, even though they were not due for replacement. I thought perhaps that I had obtained a bad batch of the clear care solution, so discontinued its use and switched to a small bottle of the original formula (without hydraglyde) that I had been given by my eye care professional. So now I was wearing a fresh pair of lenses and cleaning them with the original clear care solution. My vision returned to normal immediately. After exhausting the small bottle of clear care, on (B)(6) 2007, I opened a brand new bottle of clear care with hydraglyde and cleaned my lenses overnight in a brand new lens case supplied with the product. The next morning after inserting my lenses I immediately noticed a difference the lenses were not comfortable, and within minutes, I could perceive the same clouding and haziness in my vision that I had experienced before. This did not diminish over the course of the day, in fact it only got worse. The following morning I began to search the web for reports of others who may have been experiencing the same things I was. I found nothing on alcon's website that addressed this situation, in fact all the reviews of this product on their website are glowing with praise. However, after looking further, I found numerous reviews of clear care with hydraglyde on (B)(6) website that confirmed my suspicions. Of (B)(6) reviews of this product on (B)(6) website, fully (B)(4) of them are (B)(4), the (B)(4) possible rating. Even more telling is that the vast majority of those (B)(4) reviews express the exact same symptoms that I was experiencing. Clearly there is something seriously wrong with this product's formulation; that so many people could be expressing the same symptoms after using it simply cannot be a coincidence. On the other hand the original formulation of clear care without hydraglyde has a (B)(4) rating, with only (B)(4) rating. Incident: (B)(6). This is my home address. Document number: (B)(6). Injury, no first aid or medical attention received. Incident occurred address: (B)(6). Retailer: (B)(6). Explanation: I still have 3 bottles of the product, mostly unused. I have contacted the MFR but have not heard from them. Novartis.